Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Section d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Section e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Sections g5 and g7 are not applicable.

Event description:
It was reported that a patient who was enrolled in a study underwent a da vinci-assisted nipple sparing mastectomy, received an intra-operative "indirect" thermal injury from using the bipolar cautery in the breast envelope transmitting heat across the dermis to the epidermis. Two areas in lateral left breast with desquamation secondary to bipolar cautery were used during skin flap dissection. The bedside assist noted warmth on the flap and bipolar stopped for 1 of 2 lesions. One 0.8 cm diameter and one 0.2 cm diameter. Antibiotic ointment was used on the day of surgery. The patient was discharged the following day and came back for a 14-day visit with no other reportable issues. There was no device malfunction.